Event description:
It was reported that during setup prior to a surgical procedure at the user facility a piece of metal string came from the center of the rotary. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed. Service evaluation observed that the device performed normally, and no foreign materials were found. There were no signs of visual damage. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a piece of metal string came from the center of the rotary. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.